Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. The device is expected to be returned for evaluation. It has not yet been received. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital for evaluation of dark colored urine and an increased lactate dehydrogenase (ldh) level from 427 u/l to 1491 u/l in the setting of a therapeutic inr of 3.6. The patient was treated with intravenous fluid and heparin. The patient underwent a pump exchange on (B)(6) 2017. No further information was provided. A user facility report (B)(4) was received for this event on (B)(6) 2017 which stated: title : xxxxx. Event desc: patient with heartmate ii left ventricular assist device (lvad) for 8 months presents with hematuria and high lactate dehydrogenase. Ramp echo study revealed the device would not decompress the left ventricle. Patient received vad exchange. What was the original intended procedure: hm ii lvad implant 8 months prior to this event device usage problem: device malfunction - that is, the device did not do what it was supposed to do. Other pertinent info: it should be noted that this event occurred in the setting of inr 3.6. Other therapies in use on patient: cardiac drugs, other devices in use on patient: no.

Manufacturer narrative:
Device evaluation: thrombus was confirmed through the evaluation of the returned device. The pump was returned assembled with the driveline cut approximately 1 inch from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The rotor and the inlet stator had been removed from the pump. Examination of the device upon disassembly revealed a deposition on the bearing ball on the proximal side of the outlet stator. The deposition¿s lack of concentric layering indicates that it did not initially form in the outlet stator. The origin of this deposition could not be established; however, its areas of denaturation suggest that it was present while the pump was supporting the patient. Although a root cause for the development of this deposition could not conclusively be determined through the evaluation, it could have contributed to the patient's elevated lactate dehydrogenase levels. It was noted during the investigation that the rotor¿s bearing cup had been chipped. Because the submitted system controller log file suggests that the device was functioning as intended, it is likely that this damage occurred due to the center¿s attempt to disassemble the device. As a result of this damage and because the inlet stator was removed prior to the pump¿s return for analysis, the device could not be rebuilt and functionally tested. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.